Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30643059l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient with a date of birth of (B)(6) ((B)(6) kg), underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac perforation requiring pericardiocentesis, surgical intervention, and prolonged hospitalization. During an atrial fibrillation, a cardiac perforation was noticed in the patient. While obtaining geometry and fast-anatomical mapping (fam) in the left atrium with the ablation catheter and the pentaray catheter, it was noticed that the geometry was not matching up at all to the CT scan that they had imaged over. The pentaray catheter was capturing atrial and ventricular signals, but the fam looked like an "umbrella" over the top of the heart. The patient had presented with a pre-existing pericardial effusion (pe) the day before. It was confirmed that the same pericardial effusion was visualized on intracardiac echocardiography (ice). Then, an ultrasound technician was called in, and a transthoracic echocardiography (tte) was performed. The caller reported that it was then confirmed that the pericardial effusion had increased in size, when compared to the image from the pre-existing effusion from the day before. At this point, the pericardial effusion appeared "small to moderate" in size. The reporter noted that the patient was being administered heparin. The physician then removed all catheters from the patient, and the patient's blood pressure dropped, and the patient's heart rate also increased at this point. The medical intervention provided to the patient was a pericardiocentesis, and it was unknown how much fluid was removed. The blood was transfused to the patient as well. The patient was then admitted to the operating room (or) for further surgery. The cardiac surgeon had confirmed there was a cardiac perforation on the roof of the left atrium. It was unknown at the time of the call whether or not the patient is in stable condition. Additional information was received on 27-dec-2021. It was reported that this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure related, during the transseptal puncture. The patient outcome of the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event as the patient required open heart surgery. Patient has since recovered. Other relevant history reported was afib. A transseptal puncture was performed using a brk-1 needle. Prior to noting the pe, an ablation was not performed. The event occurred during the transseptal phase. An irrigated catheter was used in the event and the flow setting was 2cc per minute. Correct catheter settings were selected on the generator.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30643059l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient with a date of birth of (B)(6) ((B)(6) kg), underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac perforation requiring pericardiocentesis, surgical intervention, and prolonged hospitalization. During an atrial fibrillation, a cardiac perforation was noticed in the patient. While obtaining geometry and fast-anatomical mapping (fam) in the left atrium with the ablation catheter and the pentaray catheter, it was noticed that the geometry was not matching up at all to the CT scan that they had imaged over. The pentaray catheter was capturing atrial and ventricular signals, but the fam looked like an "umbrella" over the top of the heart. The patient had presented with a pre-existing pericardial effusion (pe) the day before. It was confirmed that the same pericardial effusion was visualized on intracardiac echocardiography (ice). Then, an ultrasound technician was called in, and a transthoracic echocardiography (tte) was performed. The caller reported that it was then confirmed that the pericardial effusion had increased in size, when compared to the image from the pre-existing effusion from the day before. At this point, the pericardial effusion appeared "small to moderate" in size. The reporter noted that the patient was being administered heparin. The physician then removed all catheters from the patient, and the patient's blood pressure dropped, and the patient's heart rate also increased at this point. The medical intervention provided to the patient was a pericardiocentesis, and it was unknown how much fluid was removed. The blood was transfused to the patient as well. The patient was then admitted to the operating room (or) for further surgery. The cardiac surgeon had confirmed there was a cardiac perforation on the roof of the left atrium. It was unknown at the time of the call whether or not the patient is in stable condition. Additional information was received on (B)(6) 2021. It was reported that this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure related, during the transseptal puncture. The patient outcome of the adverse event was reported as improved. The patient required extended hospitalization because of the adverse event as the patient required open heart surgery. Patient has since recovered. Other relevant history reported was afib. A transseptal puncture was performed using a brk-1 needle. Prior to noting the pe, an ablation was not performed. The event occurred during the transseptal phase. An irrigated catheter was used in the event and the flow setting was 2cc per minute. Correct catheter settings were selected on the generator.